Event description:
On 02/08/2024, znyo medical received a report from the customer reporting they had a pump that does not seem to be running at the correct rate. The customer stated that twice they had patients get down to what should be a few mins left of the administered IV medication and the bags were still half full. Customer stated it happened on two different patien's and two different drugs on the same pump and the same issue. No patient harm/injury reported. Using the coding in place at the time this complaint came in on (B)(6) 2024 this was a non-reportable event. The code from investigation was upgraded which made this a reportable event with an awareness date of (B)(6) 2024.

Manufacturer narrative:
There are previous complaints # (B)(4) on the device. The pump was returned on (B)(6) 2024. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. The pump was tested following the protocol flow rate testing. During functional testing, the reported issue was duplicated. The pump completed a 20 ml infusion with a flow rate accuracy of -9.84% which is not within passing criteria. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).